Event description:
According to the reporter, it was difficult to calibrate the reload. They opened and closed the reload up to 6 times before the green light showed at the side of the handle (ready to fire modus). After firing, before unloading, the reload made a movement right/ left without pressing the buttons on the handle. It moved by itself. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.